Event description:
It was reported that the lead was explanted due to high impedance. An insulation cut was noted.

Manufacturer narrative:
Evaluation summary the reported field experience was confirmed. X-ray analysis indicated the distal coil was over-torque and fractured which in turn caused the high lead impedance. Further analysis found the outer insulation was cut/damaged in multiple places from the connector 20.4 cm to 22.5 cm. It was noted that the insulation damage observed is consistent with that occurring at the time of explant.